Event description:
It was reported that the footprint ultra pk suture anchor pulled out from the site about two weeks post operation. During primary surgery a 3.8mm taper awl was used for prepping the site. Patient is said to have normal bone quality. Revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Only the anchor from a 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. It was reported that when the anchor was retrieved from the patient no damage was observed. The anchor appears to have been cut at the suture slot likely to release the sutures during removal from the patient. There is human matter within the proximal fins of the anchor. Due to the returned condition of the anchor all attributes that could be dimensional inspected were found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.